Event description:
Per the info provided to co by the physician's office, the device was removed due to "difficulty pumping up and pt was unable to deflate". As reported to co, a "capsule around the pump was observed at the time of surgery, capsule was broken and pump was placed in a new pouch". No device, nor any device component(s) were removed or replaced. 4/3/97-upon receipt of add'l info provided by the physician/surgeon, he stated, "scar/capsule around pump causing inability to inflate. I removed scar tissue and the device is functioning well now".

Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 12/27/95. On 3/7/97 a surgery occurred because of a "scar/capsule around pump causing inability to inflate." The physician "removed scar tissue" and the device was "functioning well now." No device components were replaced. A returned questionnaire indicates that the device was unable to inflate, that a scar around the pump was constricting, and that there was no info in the pt's history which may have contributed to this occurrence. Since examination and testing of the device would not conclusively prove ro disprove the reported difficult inflation due to scar tissue around the pump, quality assurance will accept this as the reason for surgical intervention. In addition, based on the info indicating that no components were replaced, qa concludes that device function was not associated with this occurrence.